Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings:a review of the black box indicated that the last basal and bolus deliveries occurred on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate. At the end of testing, the basal history correctly showed a 2.0 unit per hour rate and the total daily dose history correctly showed 48.0 units had been delivered. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions or errors, alarms, or warnings occurring during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 350mg/dl with chest pain, blurred vision, nausea, extreme thirst, and excess urination. Customer technical support reviewed the pump with the reporter and found that the basal delivery totals in the total daily dose history did not match; the variation was determined to be due to the customer making changes to the basal program. Troubleshooting confirmed that the basal history matched the active basal program and that all boluses were recorded as programmed. No defects were found with the pump during troubleshooting and the patient was referred to their healthcare provider for diabetes management. The reporter also noted that the patient's healthcare provider had made basal rate changes before/after the alleged bg excursion. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump, in that the user made basal program changes without input from their healthcare provider.